Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer experienced a low blood glucose (bg) level of 53 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer miscalculated the amount of carbohydrates consumed and delivered a larger bolus than needed. The customer reverted to manual injections for insulin therapy.